Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received.

Event description:
It was reported that unknown dirt was found attached to the fluid lumen of the tubing before use.there were no patient complications reported.

Manufacturer narrative:
Received one single dpt-vamp flex kit with IV set and pressure tubing. A white particulate, approximately 1.5mmx0.5mm, was found inside the IV tubing. The particulate was 36cm distal from the IV spike. The particulate did not move during 5 minutes of continuous flushing. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The particulate was removed from the kit and sent to chemistry for further analysis. Supplemental will be submitted upon chemistry results.

Manufacturer narrative:
Per (B)(4) study (B)(4), the ir spectrum of the unknown white substance showed similar absorption characteristics when comparing to polyisoprene like material.